Manufacturer narrative:
The external visual inspection revealed damaged silastic overmold along the electrode array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the electrode array this is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the node inside the analog integrate chip. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
(B)(4)

Event description:
The recipient is reportedly experiencing sound quality issues. Device testing was attempted, however, the recipient would not tolerate testing due to pain and sound quality. Revision surgery is scheduled.